Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, channel a of the device was programmed to deliver an unspecified concentration of dopamine at a rate of 15ml/hr and the delivery was started. No further programming parameters were provided. In 2008 at 1400, channel a of the device sounded multiple audible alarms. During the alarm condition, the nurse noted that the pt's blood pressure decreased to an unspecified level. No medical interventions were reported. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.